Event description:
Incident happened on (B)(6) 2022. For the same patient, same intervention. We faced 2 issues with the stapler: 1- 3 staples were fi red but did not close, 2- then the stapler jammed. The issue was solved by the surgeon using another stapler.

Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation.

Event description:
Incident happened on (B)(6) 2022. For the same patient, same intervention. We faced 2 issues with the stapler: 1- 3 staples were fi red but did not close, 2- then the stapler jammed. The issue was solved by the surgeon using another stapler.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. However, it is necessary to receive the physical sample to perform a proper investigation, determine root cause & implement corrective actions. P/n 528135 is not being manufactured currently, however, another part number from the same family was use for the "verification of failure mode reported in the current manufacturing process" and was conducted as follows: 13 staplers were taken from the current production from p/n 528235 visistat 35w 6/box lot# 73j2200320 the staplers were functionally inspected and issue reported "misfire/jam-staples not forming" was not observed in the current manufacturing process, the staples were loaded and released correctly. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.